Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultrasmart meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that she obtained the results of "173 and 212 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient manages her diabetes without diabetes medications. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient denied that she developed symptoms; however she stated that on (B)(6) 2015 (time not provided) she received hcp treatment of IV fluids at ER. The patient stated that her blood glucose was tested at the time of treatment; however the result obtained using an ER/hospital device is unknown. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly received hcp treatment after the alleged product issue began.